Event description:
It was reported that per patient, they experienced a pump infection for four years. There were no signs/symptoms noted at time of explant. The primary location of the infection was unknown. No culture was obtained; treatment was unknown. It was indicated that the pump originally had morphine; changed to normal saline.

Event description:
It was reported that the pump was removed because of infection. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catheter model#8709sc serial#(B)(4) implanted: (B)(6) 2009 explanted: unk; dacron pouch model#8590-1 lot#n162345 implanted: (B)(6) 2009 explanted: unk.

Manufacturer narrative:
(B)(4).